Event description:
It was reported that the patient experienced distal erosion with an inflatable penile prosthesis (ipp). The right cylinder eroded out of the glans of the penis. The physician indicated the device was left inflated causing a constant pressure that lead to the erosion. A surgical procedure was performed in which the existing device was removed. There were no device performance issues with the explanted ipp. There were no further complications and the patient fully recovered following the procedure.